Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer experienced high blood glucose level. Customer's blood glucose level was 500 mg/dl. Customer stated that infusion set did not stay for the three days and had to use more often and try and fix to last. Customer stated that they experienced high blood glucose and low blood glucose level due to this. Customer declined the troubleshooting. The device will not be returned for analysis.